Event description:
It was reported that during a total laparoscopic hysterectomy procedure the active blade of the probe ace36e broke. No patient consequences reported. One device will be returning.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. The device was functionally tested on a gen11 and the min and max hand activation buttons were found to be non-functional; when the device was tested with the foot switch an alert screen was displayed. The device was disassembled to inspect internal components and corrosion was found at the hand activation domes. A probable cause of the device stop activating and displayed an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The corrosion in the domes is possibly caused when the device was soaked for re-use or the device being soaked for cleaning before shipment for analysis. The root cause cannot be identified because it is unknown when the corrosion occurred. The corrosion would have inhibited electrical contact between the dome and the circuit. Our manufacturing, sterilization, packaging and shipment processes do not introduce corrosion to the device. It is probable that this may have affected the functionality of the hand activation buttons.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.